Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, inferior vena cavogram revealed extensive thrombus in the inferior vena cava extended into the filter, which does not allow to remove the filter and same results were showed in the previous performed computed tomography scan. Approximately one year later, inferior vena cavogram revealed the filter was located below the renal veins and the filter legs extended well beyond the opacified margin of the vessel and the filter was quite embedded into the vessel and could not be removed. Approximately ten years later, computed tomography revealed one of the filter deformed struts was cranially oriented and the tip was in the left renal vein. Second filter struts were normally aligned but extended into the right ovarian vein. Several other filter struts appeared to be perforate the inferior vena cava wall. Approximately one year later, computed tomography revealed the filter tip laid just below the level of the renal veins. A single tiny from the filter extended superiorly and to the left and the tip laid adjacent to the confluence of the left renal vein with inferior vena cava. Approximately one month later, patient presented for filter retrieval. Subsequent, inferior vena cavogram showed three broken stabilization struts from the filter. Computed tomography imaging showed two of the struts are in the retroperitoneum with one in the wall of the abdominal aorta, third broken strut has embolized into a peripheral branch of the right lower lobe pulmonary artery. Filter was unable to remove by cone removal sheath and then filter removed by using loop snare. Inspection of the filter revealed three of the stabilization struts to be intact, all the six fixation legs and fair amount of fibrous material adherent to the filter legs. Loop snare and alligator forceps were used to engage the filter legs, but unable to extract. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter limb detachment, material deformation and retrieval difficulties. However, the investigation is inconclusive for filter tilt, filter migration and thrombus above the filter. Per medical records, multiple attempts were made to engage the apex of the filter using cone and snare but were unsuccessful due to perforation of the inferior vena cava. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2006).

Event description:
It was reported that approximately one month post filter deployment, during a filter retrieval procedure, thrombus was identified in the ivc extending into the filter causing significant narrowing of the infrarenal ivc and filter limbs were extending beyond the confines of the ivc wall. Approximately one-year post filter deployment, retrieval was attempted but was unsuccessful as the filter was embedded. Additionally, it was alleged that the filter tilted, migrated and struts detached. Approximately twelve years post filter deployment, a filter limb cranially oriented was identified. A filter retrieval procedure was performed, and the filter was removed; however, one detached limb remained in the lung and two detached limbs remained in an unknown location. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with active bleeding was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed percutaneously and an existing catheter was removed over the wire. Exchange was made for the filter sheath and a cavogram performed demonstrated a normal patent ivc. The filter was then deployed in the infrarenal ivc without incident. Exchange was made for a triple lumen catheter that was placed in the right femoral vein with the tip in the low ivc. The patient tolerated the procedure well with no immediate complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for all alleged failures as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately twenty-eight days post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: it was reported approximately one month post filter deployment, during a filter retrieval procedure, thrombus was identified in the ivc extending into the filter causing significant narrowing of the infrarenal ivc and filter limbs were extending beyond the confines of the ivc wall. No attempts were made to retrieve the filter. Approximately one year post filter deployment, retrieval was attempted but was unsuccessful as the filter was embedded. Approximately twelve years post filter deployment, a filter limb cranially oriented was identified. A filter retrieval procedure was performed and the filter was removed; however, one detached limb remained in the lung and two detached limbs remained in an unknown location.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters; movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU; perforation of other acute or chronic damage of the ivc wall; (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately twenty-eight days post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.